Event description:
When pump was turned on, all three channels alarmed "failure" and pump was unusable. A second pump was used instead. Inspection later identified depleted internal memory backup battery. Manufacturer's maintenance recommendation says to replace battery at 5-year intervals. This is second pump to experience premature failure of memory backup battery. Local battery replacement interval has been reduced to 3-years in an effort to avoid this problem in the future.